Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the bearings, rotor and motor.

Event description:
Customer stated that the device over-heated during a case. The procedure was completed with the same device. There was no delay in the procedure. No user injury was reported, and no adverse consequences were alleged with this event.